Event description:
It was reported that the permanent cautery hook instrument was faulty, in that it displayed 6 uses left instead of 7. No further problems were alleged. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. As per the customer reported complaint, failure analysis confirmed that the instrument displayed 6 uses remaining. This failure mode is not associated with a FDA reportable event. Failure analysis investigation also found evidence of an arc track starting at the instrument gooseneck. This discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure.